Event description:
On (B)(6) 2011 it was reported the pump would self-reboot. There was no adverse event associated with this issue. Troubleshooting revealed there was no damage or corrosion seen on the battery compartment, battery or cap, the battery had been recently replaced correctly. The issue was not resolved.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: a review of the pump history indicated that rebooting had occurred which could not be duplicated during testing. There was evidence of moisture damage observed inside the battery compartment and on the battery cap. Unrelated to the complaint, investigation revealed a scratched display lens and a worn keypad button symbol. These malfunctions are generally obvious and detectable to the user and have no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. Evaluation also revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.

Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.